Manufacturer narrative:
The reagent lot number is 890267 with an expiration date of 31-oct-2026. The field service representative performed maintenance. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas 8000 core unit. The initial result was 36.2 mmol/l. On (B)(6) 2026, the sample was repeated, and the result was 5.21 mmol/l.